Event description:
It was reported that a lead integrity alert (lia) triggered and a right ventricular (rv) lead fracture was suspected. It was noted noise was observed, along with an impedance increase. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the pacing impedance had increased abruptly and was high.